Event description:
A healthcare facility in new jersey reported that an rd900 neopuff infant resuscitator was not giving the right pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d4: model and catalog # updated to rd900aeu. Section g1: contact person updated to mr. (B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested, disassembled and visually inspected. Results: performance testing confirmed that the valves were faulty and pressure readings were fluctuating. The device was then disassembled, and it was found that the control knob was being obstructed by the retaining ring stop which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to uneven surfaces inside the valve threads. These uneven surfaces prevented the smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff."

Event description:
A healthcare facility in new jersey reported that an rd900 neopuff infant resuscitator was not giving the right pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested, disassembled and visually inspected. Results: performance testing confirmed that the valves were faulty and pressure readings were fluctuating. The device was then disassembled, and it was found that the control knob was being obstructed by the retaining ring stop which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to uneven surfaces inside the valve threads. These uneven surfaces prevented the smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in new jersey reported that an rd900 neopuff infant resuscitator was not giving the right pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to infant resuscitator. Section d2b: product code updated to fmt. Section d4: model and catalog # updated to rd900aeu. Section g1: contact person updated to (B)(4). Section g4: PMA/510(k) number updated. Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested, disassembled and visually inspected. Results: performance testing confirmed that the valves were faulty and pressure readings were fluctuating. The device was then disassembled, and it was found that the control knob was being obstructed by the retaining ring stop which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to uneven surfaces inside the valve threads. These uneven surfaces prevented the smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in new jersey reported that an rd900 neopuff infant resuscitator was not giving the right pressure. There was no reported patient involvement.